Event description:
During a coronary stenting drug eluting treatment procedure, foreign material (o-ring) ws found on the device. The physician successfully deployed a 3.00x16mm taxus express2 drug eluting stent, inflated to 16 atms, in the proximal circumflex artery (cx). When withdrawing the unit, an o-ring like object was attached to the catheter. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.